Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cks170, mfg date: 09/10/2010, exp date: 09/30/2015. Batch cls209, mfg date: 10/01/2010, exp date: 10/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a mediastinal tumor resection on (B)(6) 2011 and suture was used. On (B)(6) 2011, the pt developed chest pain, blood pressure dropped to 50mm hg, cardiac tamponade was diagnosed and the pt went back to the hospital. Pericardial drainage was performed and 700ml of hematogenous cardiac effusion was discharged. On (B)(6) 2011, a reoperation was performed and the surgeon confirmed that the cardiac muscle was cut through the pericardial membrane by the cut end of the suture and was bleeding. The location was at the right ventricular branch of the right coronary artery. The suture was removed and the bleeding point was re-sutured with a different suture. Hemostasis was achieved. The pt is stable. The surgeon opines that the suture thread was too thick and the cut end of the suture became sharp.